Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked the following information was provided by the initial reporter: on (B)(6) 2024 during an infusion, after a puncture of a closed indwelling needle was given, leakage was evident at the y-junction, which was withdrawn and replaced and re-punctured, resulting in a secondary puncture of the patient.

Manufacturer narrative:
1. DHR/bhr review(lot#3052847): 1)this batch of products were assembled at intima ii auto line 2 in march 2023, and packaged at r240 package line in march 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received for analysis and confirmation, the root cause of the leakage at the y-junction cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information provided.